Manufacturer narrative:
A field service engineer (fse) was dispatched who fse conducted follow-up with the customer to address the reported event. Operator had bad samples. Lead tech came in and ran samples with no errors noted. No further action for the fse. The most probable cause of the reported event was due to bad samples. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported error 4223 main arm z axis home over run failure with their aia-2000 analyzer a field service engineer (fse) was dispatched on (B)(6) 2017 to address the reported event, which resulted in delay in reporting of patient results.there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.